Event description:
The customer reported that the system made squeaking noises when it was used a lot and the safety came on twice when the c-arm was moved. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cable to the monitor cart was replaced. The system was tested and found to be working as intended and put back into service.